Manufacturer narrative:
The referenced gi bleeding was previously unreported. The patient was not experiencing any gi bleeding at the time of this event, and no additional details regarding the gi bleeding were provided. Approximate age of device ¿ 3 years and 4 months. (B)(4). The explanted pump was returned for evaluation. Visual examination of the sealed inflow conduit and the outflow elbow revealed no evidence of depositions or thrombus formations that would have contributed to the reported event. Examination of the rotor inlet upon disassembly of the pump revealed thrombus formations surrounding the bearing cup within the distal side of the inlet stator, as well as the bearing ball of the rotor, which pulled out of its bore upon disassembly. The lamination and denaturation of this formation indicate that it likely developed over an undetermined period of time while the pump was supporting the patient. Evaluation of the rotor revealed a flat, tissue-like deposition between two of its blades. Areas of this deposition were hard and denatured, indicating that it was present while the pump was supporting the patient, but may have originally formed elsewhere. Although a root cause for the development of the observed formations could not be conclusively determined, they could have contributed to the reported events. Upon removal of the depositions, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values comparable to what was recorded during the manufacturing process, and the device functioned as intended. The instructions for use lists hemolysis, thrombus, right heart failure and bleeding as potential adverse events associated with use of the left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that on (B)(6) 2015, the patient was admitted to the hospital for suspected pump thrombus. The patient's lactate dehydrogenase (ldh) level was elevated, and the patient experienced symptoms of heart failure and angina. A ramp echocardiogram was reported to be highly suggestive of pump thrombus; no specific parameters were provided. The patient was placed on bivalirudin and the ldh decreased from a maximum of 1036 u/l to 691 u/l on the day of discharge ((B)(6) 2015). A repeat ramp echocardiogram on an unspecified later date showed compression of the left ventricle and closure of the aortic valve at high pump speeds. Discussions regarding a potential pump exchange were initiated due to recurrent issues with hemolysis and thrombus. The patient's inr goal was increased to 2-2.5. The patient remained off aspirin due to a history of significant gi bleeding which was associated with aspirin therapy. Serial ldh levels were sufficiently reassuring, therefore, a pump exchange was deferred. On (B)(6) 2015, the patient was readmitted to the hospital from a clinic visit with hematuria and elevated ldh. On (B)(6) 2015, an echocardiogram revealed an ejection fraction of 45-50%. On (B)(6) 2015, the pump speed was decreased from 8800 to 8400 rpm. On (B)(6) 2015, the patient underwent a percutaneous coronary intervention of the left main coronary artery, the left anterior descending artery and the right coronary artery, and had no further angina and no increase in congestive heart failure symptoms. However, after the pump speed was decreased to 8000 rpm, the ldh level increased from approximately 1500 u/l to 1800 u/l overnight. On (B)(6) 2015, the pump speed was increased to 8400 rpm. The patient's ldh continued to increase despite the IV bivalirudin. On (B)(6) 2015, the patient's pump was explanted. No additional information was provided.